Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization event. The customer's blood glucose was 840 mg/dl at the time of incident. Trouble shooting was performed and found hospitalized on (B)(6) 2017 at st. Vincent's blount. Customer was feeling good and high blood glucose. The customer was treated with five bags of IV and insulin. The customer had not wearing the insulin pump for less than 48 hours at the time of hospitalization. The insulin pump will not be returned for analysis.